Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to facilitate a pseudocyst drainage during an endoscopic ultrasound (eus) performed on (B)(6) 2025. During the procedure, the stent was inappropriately deployed, with partial flange deployment occurring during withdrawal of the stent from the endoscope while attempting to readjust its position. The procedure was subsequently completed by replacing the device and using a different stent through the initial puncture site. There were no patient complications reported as a result of this event.